Event description:
It was reported that the patient contacted technical services (tse) stating the battery of their atrial leadless pacemaker (alp) had prematurely depleted, but tse could not confirm. The patient's clinic was later contacted and the premature battery depletion was confirmed. The patient was asymptomatic. It was noted that high capture thresholds were present in the patient's right atrium due to the anatomy itself. Programming changes were attempted to regulate the battery's lifespan, but nothing helped. The physician decided to leave the patient as is as their ventricular device is functioning as intended. There were no consequences to the patient.